Event description:
It was reported that the device could not be interrogated. Two different programmers and wands were used, but were unsuccessful. Hence, the device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Upon interrogation, no communication could be established. The device was cut open for further analysis. An arc was observed on the high voltage printed circuit board (hv pcb). No other anomalies were observed. It is believed that the cause of the battery depletion was due to the damage on the hv pcb.